Manufacturer narrative:
Visual inspection confirmed that the thread portion of the abutment screw has broken. No lot or order number provided therefore unable to provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
Dr indicated that the abutment screw fractured.